Event description:
Practicioner open surgeon glove and notice that one glove was coated and easy to slide on and the other glove was not coated and difficult to slide on. Gloves were also 2 different colors====================== manufacturer response for surgeon glove, esteem neu-thera surgical glove (per site reporter)======================to notify the distributor and they will get back to me.